Manufacturer narrative:
The device was not implanted. The device was returned for investigation. The rings were misaligned in the vertical direction. Upon inspection of the rings, there were no visible defects in the rings or the pins. It is difficult to conclude if the rings were misaligned when they were received by the physician, or if one ring moved during the anastomosis. The lot had been inspected 100% for alignment. According to the device history record, the devices met specification prior to market release. One hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
The distributor reported that a coupler ring "did not close correctly." As evidenced by the returned device, a physician attempted to implant the coupler, but then removed it. No other information is known.